Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a cut through the outer insulation at 12.5 centimeters (cm) from the terminal pin, which corresponded with a cut found in the suture sleeve. Dried bodily fluid was noted in the outer coil of the lead, 11 to 16 cm from the terminal pin, which had entered through the cut. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture with asystole of greater than two seconds. A micro-dislodgement was noted. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.